Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2006 and a revision procedure on (B)(6) 2007 due to patient allegations of left hip pain and chronical low back pain. Legal counsel further reported that during the revision procedure it was alleged that there was fluid under pressure, metallic dark staining, and the femoral head was allegedly found to have multiple areas of burnings. A review of invoice history confirmed both surgery dates and that all components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-03040 / 03043).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasy on (B)(6) 2006 and a revision procedure on (B)(6) 2007 due to patient allegations of left hip pain and chronic low back pain. Legal counsel further reported that during the revision procedure it was alleged that there was fluid under pressure, metallic dark staining, and the femoral head was allegedly found to have multiple areas of burnings. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2007. Operative report noted the presence of fluid, metallic dark stained fluid, burnishing on the head and acetabular cup and lack of bony ingrowth on the acetabular cup. Operative report further noted no purulence to the fluid and the infection protocol was negative. The modular head, taper adapter and acetabular cup were removed and replaced. The morris taper and stem were pristine with no signs of lysis, loosening or mechanical failures.